Event description:
A 1.5mm x 6mm sprinter rx dilatation balloon catheter was used to pre-dilate an lad lesion. The lesion morphology was reported to be moderately tortuous with severe calcification and 100% stenosis. It was reported that the balloon was advanced to the intended lesion site and upon inflation of the balloon, the balloon ruptured at a pressure of 10 atmospheres. The balloon was successfully removed from the patient as one unit. A second sprinter rx was successfully used to complete the case. No clinical sequelae were reported and the patient is reported to be fine. Medtronic has received the device and its analysis has been completed. A longtudinal tear was confirmed on the working length of the balloon. There is evidence of balloon damage at the distal side of the balloon. There evidence of balloon damage at the distal side of the balloon working length. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.